Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving bupivacaine (old: 5 mg/ml at 1.7 mg/day, current: 7.5 mg/ml at 0.36 mg/day) and morphine (old: 10 mg/ml at 3.4 mg/day, current: 10 mg/ml at 0.48 mg/day) via an implantable infusion pump. It was reported that the patient had a refill on (B)(6) 2018 where the pump was filled with preservative free normal saline (pfns) and a bridge bolus was programmed for 72 hours. On (B)(6) 2018 the patient became irritable and moody and over the weekend this worsened and the patient had withdrawal. The patient was seen on (B)(6) 2018 and the pump was refilled with drug again based on the withdrawal, but instead of doing a priming bolus to move the pfns out they programmed a bridge bolus for 214 hours. The patient was back in the office on (B)(6) 2018 to address this programming and do a priming bolus to move the pfns out and start infusing the drug. It was 42 hours into the bridge bolus. Troubleshooting on the call resolved the issue. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6)2018 from a health care professional (hcp). The patient's weight was provided. No further complications were reported.